Manufacturer narrative:
The device was not returned for evaluation, complaint could not be confirmed. Device discarded by facility.

Event description:
At a conference regarding hybrid ablation with cobra fusion device slide presentation the surgeon reported, post surgery, four of his patients experienced phrenic nerve paresis reasonably suggesting that the device may have caused or contributed to the event.